Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was received inside a plastic bag with the original open packaging. The sample was visually inspected at a distance of 12inches to 24inches under normal conditions of illumination. The sample present the female luer broken. The female luer became damaged after the product left the facilities. The root cause could not be determined with the provided information. It is unlikely that the damage occurs in the manufacturing process. No corrective actions are required since it is unlikely that the damage was caused during the manufacturing process.

Event description:
It was reported that immediately after opening the package, the customer noticed that the plastic connector, which was connected to the patient-side warming tube, had a crack in it. No patient injury reported.